Event description:
It was reported by service report that the bed cannot be raised or lowered without it stopping and starting. The customer reported that they did not know if there was patient involvement or if there were adverse consequences to report.